Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that pairing failure occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On 05/28/2026, the patient experienced a pairing issue and did not have another sensor to use, therefore, she was no longer in an active sensor session. The patient was also wearing an omnipod insulin pump. Around 1215am on 05/29/2026, the patient experienced a headache, excessive thirst, fatigue, and dizziness which were symptoms the patient experienced with hyperglycemia. No bg meter comparison value was reported. It was also noted that the patient was 26 weeks and 3 days pregnant. The patient went to the ER for evaluation. Once at the ER, the patient¿s bg meter reading was 500 mg/dl. The patient was treated with IV fluids and (2) insulin injections. After approximately 30 minutes to one hour, the patient¿s bg meter reading was 298 mg/dl upon retest. The patient was monitored and then discharged around 5am (less than 24 hours). The patient reported no change in her condition at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.